Event description:
Port placed 7/15/96. On 8/23/96, pt noticed an irregular heartbeat and went to ER. X-ray showed catheter had broken off and embolized to the heart. The catheter was removed via fluoproscope on 8/23/96. The port was removed on 8/28/96. The catheter fragment was described as 4" long, with 2.5 cm of the cahteter on the port.